Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an oesophago-gastro-duodenoscopy (ogd) procedure. The exact procedure date was unknown. It was reported that the clip could open but could not be deployed after biting on tissue, scope was not tortuous. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter address 1): (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.